Event description:
Clinical study patient was implanted on (B)(6) 2007 with prodisc-c size large with a 5mm inlay at level c5-c6. Patient history prior to prodisc-c implant included a lumbar disc replacement, narcotic therapy, injections and physical therapy for over a year. On (B)(6) 2012, patient returned to study site complaining of bilateral fingers numbness. Upon examination, the investigator determined that the numbness was definitely not related to the implantation of the prodisc-c, and it is unknown if the numbness was related to osteoarthritis. The investigator also reported the severity of the event to be mild. Subsequently, the patient was prescribed more exercise. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. As a result of the product development evaluation, the source of the patient¿s tingling is unknown in this case. The clinician did state that the tingling is definitely not related to the implant. As such this complaint's disposition is invalid from a design standpoint. The implant is functioning as intended and no new risks or user needs have been identified.